Manufacturer narrative:
(B)(4). The rns system remains implanted and programmed for use.

Event description:
The treating center notified neuropace that the patient's incision site was not healing well. The doctor had concerns about scalp infection and risk of having to explant the rns neurostimulator. The patient was placed on antibiotics for two weeks. As of (B)(6) 2021 the surgeon reported the patient as 'doing great'. Additional information was not provided by the treating center.